Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a hardware malfunction. Multiple parts were replaced; however, the root cause of the event could not be identified. The fse replaced the buffer valves, reference electrodes, reference blocks and all syringes which resolved the issue. (B)(4).

Event description:
The customer reported the generation of negative ise (ion selective electrode) anion gap results for multiple patients on the au5800 analyzer. The erroneous patient results were not reported outside the laboratory. There was no change to treatment, injury, or death associated with this event.